Manufacturer narrative:
No RMA has been initiated for this issue. However, a quote for the RMA has been provided - (B)(4). Model m91, (B)(4) is approximately 11 months old. The owner's manual part number 1141450 rev e (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the consumer was charging his m91 power chair for 1 hour and was seated in the chair for 15 minutes when he heard a popping / cracking sound. The consumer looked back and allegedly saw smoke and flame, which was put out by his roommate. The onboard charger, where it connects to the ac cord, was melted. No other damage to the m91 power chair. No injury or medical intervention alleged.

Event description:
Customer alleged the chair was charging when customer heard a pop, saw black smoke and saw flame. (B)(4). No injury alleged.